Event description:
It was reported that when the lead was placed in the microdrive before implant, the tip of the lead was recognized to have had a bend. Another lead was used for the surgery, which went well. The device was not used with a patient due to the bend.

Manufacturer narrative:
Analysis of the lead found the distal end bent new out of the box.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.